Event description:
The patient reported their blood glucose (bg) level reached 21.2 mmol/l (382 mg/dl), while wearing the pod between 5 and 24 hours. The patient reported because of the elevated bg levels they remove the pod from the infusion site (hip/buttocks), and found the cannula was bent. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.